Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that mother of customer stated that the reservoirs were filled with bubbles during therapy. Customer stated that air bubbles were not soda pop or champagne size. Location of air bubbles was reservoir and tubing. No harm requiring medical intervention was reported. The device will not be returned for analysis.